Event description:
Reporter stated, the pt was chronically dislocating. Revision surgery revealed anteversion of the acetabular cup. The acetabular insert, femoral head component, and femoral stem were also removed at this time.

Manufacturer narrative:
Summary of evaluation: evaluation of this event can not be performed as the prosthesis has not been returned to co. The device has been retained by the patient. The device history records for the acetabular insert, shell, and femoral head component were reviewed and no discrepancies were observed. Teh lot code provided for the femoral component was not valid; therefore, a review of its device history record was not possible. The information provided suggests that this event would not be associated with the device but rather would be related to the position of the implanted prosthesis. The position of the implanted femoral stem and acetabular shell were the reason the prosthesis dislocated.